Event description:
Dr. (B)(6) was revising this patient. Performed an l3-l4 alif. When he was done, he flipped the patient to prone and began the extraction of the posterior screws and rods. He started on the patient's left side and removed the blockers from the screws in l3/l4 and removed the rod. He then started at l3 and removed a xia 1 5.5, 40 mm ma screw with no complication. He then moved down to l4 and started removing the xia I 5.5, 40 mm pa screw that was in place. When he began to extract it, it was obvious that the screw seemed loose. He then pulled the screw out and half of the screw remained in the patient. Dr. (B)(6) then went on to remove the rest of the hardware posteriorly and left the broken portion in the patient.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.